Manufacturer narrative:
(B)(4).

Event description:
Foreign patient's mother contacted dexcom technical support on behalf of the patient on (B)(6) 2015 to claim intermittent audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention.